Event description:
The initial reporter received questionable elecsys t3 results from two patient samples tested on the cobas 8000 - cobas e 602 module. The initial result was not reported outside of the laboratory. The customer used two units of measurement in their system. Sample 1 the initial result from the module was 6.51 ng/ml with a data flag (converted to 651 ng/dl with a data flag by their system). The repeat result from the other module was 0.89 ng/ml (converted to 89 ng/dl by their system). Sample 2 the initial result from the module was 6.51 ng/ml with a data flag (converted to 651 ng/dl with a data flag by their system). The repeat result from the other module was 10.2 ng/ml. (Converted to 102 ng/dl by their system). The reagent lot number is 62258000. The expiration date is 31-aug-2023.

Manufacturer narrative:
The last calibration showed signals that were on the very low side. The customer used a non-roche qc material. The qc was within specifications. From the analysis of the calibration signals and qc values, a general reagent issue can most likely be excluded. The field service engineer (fse) inspected the module and found an issue with the pinch tube valve. The fse removed and cleaned this part. He also noted the procell tube to be mechanically jammed. He then cleaned and adjusted this part. The customer performed calibrations and qc with successful results. From the analysis of the calibration signals and qc values, a general reagent issue can be excluded. The service actions resolved the issue.